Manufacturer narrative:
(B)(4). Batch # r5aa8f. Investigation summary: the analysis results showed that the tx30v device arrived with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapling was not performed that lead to bleeding. The stapling wasn't effective and the pulmonary vein bled. No severe consequence to the patient because the surgeon applied a clamp to stop the bleeding. Used another device.